Event description:
Health professional reported unknown side "abscess formation, cellulitis, redness, local heat sensation, swelling, pain, blood test inflammatory findings, pus bacterial culture positive, blood culture negative". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "infection. Abscess, cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection. Abscess, cellulitis.